Manufacturer narrative:
Insulin pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to electrical board power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was unknown. The customer also stated that this was second occurrence. Troubleshooting was performed. The insulin pump will be returned for analysis.